Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. The service repair technician (srt) could not duplicate the reported complaint. The central control monitor (ccm) powered on successfully multiple times with no issues observed. The voltage (v) of the coin cell battery was checked and found to be reading 2.81 volts direct current (vdc). The internal connection was verified to be firmly connected. Release testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: d9.

Manufacturer narrative:
Updated block: b5.

Event description:
Additional information was received, that as a result of the issue, an alternate device was employed.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint with multiple power cycles. The ccm data log was reviewed, and no error messages were found that could explain why the issue occurred. The data log did show an instance where the system was turned off while still in the perfusion screen. The perfusion team was notified that this could cause issues if continuously powered off improperly. The fsr inspected and reseated connections to the inverter board and backlights to be sure connections were good, with no issues found. The unit operated to the manufacturer's specifications. The device was manufactured prior to the UDI labeling effectiveness date, and therefore does not contain a UDI label, but the applicable UDI information associated with the device is (B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) would not power on. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.